Event description:
The user facility reported that one of the medical assistant's (ma) administered an (B)(6) vaccine and attempted to lock the sheath when it didn't engage. The ma did not endure a needle stick and there was no injury. The patient is in good condition and was not affected. The outcome of the procedure was good. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information received on 24 march 2022: it was reported that the ma was using a hard surface for activation.

Manufacturer narrative:
Operator of device: medical assistant. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: practice lead. The root cause of the problem could not be identified to be related to our production or process. The actual sample was not available for evaluation. Instead, the photo was provided wherein the cannula was observed bending out of the sheath and it was not captured by the tooth. Retention samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no bending of the cannula or any irregularity was encountered during the simulation of manual sheath activation that may lead to the complaint. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function has been confirmed. Lot history file showed no related nonconformity or irregularity that could lead to the complaint. Before shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. We advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needle in which warnings to prevent cautions and precautions are also included. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).